Manufacturer narrative:
The endoscope controller (ec) was return for failure analysis, but the reported failure could not be replicated. This unit was installed into the test system and running video test 10 power cycles & sitting idle for 1 hour. System came up with no errors and good video on both eyes with no issue. The ec was working normally.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec) to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the ec for evaluation. However, the failure analysis has not been completed yet. Additionally, isi did not receive the 30-degree endoscope involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the site was unable to flip the endoscope. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and did not note any associated errors. It was stated that the site replaced the endoscope, and they got a beep when trying to flip the endoscope, but there was no error message when the beep was heard. The tse recommended the site to reseat the sterile adapter, ensure the endoscope angle was not perpendicular to the ground, and reboot the system if needed. The tse also suggested to look for messages on the screen during the beep. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained additional information: the image was not inverted. The endoscope moved freely with uncontrolled motion. A 30-degree endoscope was installed at the time of the event. It was installed in the down orientation. The surgeon confirmed the desired orientation when the endoscope was installed. An indication of the image orientation was provided to the user via the user interface. The endoscope's adapter/base was still engaged. The customer tried a different endoscope with the same issue, and they completed the case in the 30 down orientation. There was no injury to the patient.